Manufacturer narrative:
Subject device remains in the pt. No evaluation could be made, no conclusion could be drawn as no device was returned. Device remains in the pt. Synthes is unable to determine the manufacture date without a lot number.

Event description:
A locking cap has popped off the screw post operatively. The locking nut came out of the saddle in t1 pedicle screw with no loss of alignment. Implanted for a lower cervical fracture with bone graft. Pt was placed in hard collar, 24 hrs/day. Pt was injured on (B)(6) 2004, implanted on (B)(6) 2004 and incident noted on (B)(6) 2004. All hardware currently remains in the pt.